Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Returned device was a guidezilla guide catheter in two pieces. Microscopic inspection of the shaft collar revealed a complete separation at the collar. Microscopic examination and tactile inspection of the hypotube/shaft, polytetrafluoroethylene and tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.  (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla¿ extension catheter was selected for use. During unpacking, it was noted that the distal segment of the device was separated. The patient's status was stable.